Event description:
Additional information was received indicating that physician suspected the lead was fractured due to clavicular crush. However, this was not confirmed visually or with the diagnostic imaging that was performed.

Manufacturer narrative:
Implant/explant date is estimated to have occurred in (B)(6) 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high pacing impedance and loss of capture were noted on the right ventricular (rv) lead. The rv lead was capped during an unrelated device replacement procedure to resolve the event. The physician suspected rv lead damage as the cause, although it was not confirmed. The patient was stable.